Event description:
Caller reported a malfunction on the pump, identified by the display of malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in successfully resetting it, and advised the caller to monitor for any recurrence. The caller acknowledged the guidance and confirmed understanding, and was informed to continue using the pump.